Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was reading 58 mg/dl and the insulin pump went into threshold suspend but his blood glucose is 200 mg/dl. Customer stated that he has been experiencing sensor reading discrepancies. Customer stated that the last sensor removed was slightly curved. He is using a pillow between his legs when sleeping and also tries to sleep on his back to avoid pressing the sensor area. Nothing further reported.